Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10 , serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016-, product type: extension. Product ID: 3889-28, lot# v002348, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they were just discharged from the hospital. They had their device and wired changed in their device because it was not functioning. The patient also noted that when they arrived home they received a 3057 and not a 3058. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Product event summary #(B)(4): evaluation determined that standard investigation is needed because it was reported that the patient had their device and ¿wired¿ changed in their device because it was not functioning. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the patient's device not functioning remains unknown. Follow up has been conducted to obtain this information. Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. Product ID: 3889-28, lot# v002348, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they were just discharged from the hospital. They had their device and ¿wired¿ changed in their device because it was not functioning. The patient also noted that when they arrived home they received a 3057 and not a 3058. The patient was implanted for urinary dysfunction/sacral nerve stim.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that in (B)(6) 2016, the patient's device malfunctioned and turned stimulation off. The patient reported that since the device was off, it caused urine to pour out of them and it never stopped. It was noted the device "malfunctioned" because they 'broke half their wires in their body' in june and needed to go in to replace the wires. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3095-10 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3889-28 lot# v002348 serial# implanted: (B)(6) explanted: (B)(6) product type lead b3: event date is approximate (month and year valid). H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.